Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that high impedance occurred with multiple error messages . A 7-110-2.5-7-4 blazer® ii htd was selected to treat the lesion. After the first ablation, it was noted that the device had an elevated impedance and multiple error messages. They replaced the cables and still had an elevated impedance. The catheter was exchanged and the procedure was completed. No patient complications were reported. However, returned device analysis revealed peeling adhesive.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Visual inspection of the returned device revealed a kink in the proximal section at 12.2cm from the handle. The device has the ring # 1 adhesive peeling with blood residue under the adhesive. The device passed rf ablation testing. During the initial electrical test, one open was found in resistor ID wire and a short was detected between ring # 3 wire and the ground wire. The second electrical test also revealed that the device had a short intermittent between the r3 wire and the ground wire; however, no opens were found. The device was dissected and no evidence of electrical short or open was found in the device. The distal section was inspected a no fluids residues were found in the device interior. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).